Manufacturer narrative:
He event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported additional malposition and capsular contracture, baker grade was unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a6, b1, d4, d9, h3, h6.

Event description:
Healthcare professional reported that the left side device is 'flat'. Healthcare professional additionally reported capsular contracture baker grade unknown and malposition. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device noted as "flat" (deflation)

Event description:
Healthcare professional reported that the left side device is 'flat'. The device has been explanted.